Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the lead, electrical signals were not detected. The lead was not implanted. A replacement lead was implanted at that time.